Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient fell on their tailbone, pulling someone down and they landed on top of them. The fall was on their tailbone and implantable neurostimulator (ins). Since the fall, the device had not been working. The patient got jolts like electric shocks,it was not covering the pain, and the patient felt like the ins shifted when they fell. The patient reported bruising, pain shooting down their legs, and soreness at their tailbone and ins site. There was a loss of therapy. The device was not working properly, and the patient reported that they been having slight problems before. This occurred in (B)(6) 2016. The patient found a new managing physician. Additional information has been requested regarding actions, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information reported that the patient had come back to the clinic to clear the power-on-reset (por) with the error code 0x8 from the suspected overdischarge (od). It was noted the od was related to the fall. The patient had charged the ins to full last night and the representative noted it was empty this morning. The unable to hold a charge issue was discovered today. No issues were found with the impedances. The patient stated that they felt the stimulation once the ins was turned on. The rr codes were checked and showed the patient did charge to 3.91 volts but it was down to 3.62 volts this morning. Additional follow up received the following day reported that the patient never reported to the manufacturer's representative that they experienced any shocks. They only reported not being able to use the ins battery within the last 6-8 weeks and that the battery would not hold a charge for very long. It was also reported that the patient had used the ins battery prior to the fall and believed the time was incorrect on their recharger. It was confirmed that they had charged since (B)(6) 2015. Relating to the od issue, a physician recharge mode (prm) was performed, the por was cleared, and the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 6, 2020. It was reported that their ins had not been functioning for a few years now. They requested MRI compatibility for a brain MRI they were needing. MRI compatibility was reviewed and it was suggested they have the MRI facility call for guidelines. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient does not know why the device is not working and did not provide any dates. Patient has not charged the device in a while now. It worked for a while and then it stopped working. Patient has just started seeing a neurologist in her new area of residence. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the patient could communicate with the programmer, but they didn't feel stimulation. They had a loss of therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient¿s ins is dead and not functioning.